Manufacturer narrative:
The customer stated the fluid was coming out of the wash cup when priming the syringes. The customer checked the drain line and also re-booted the instrument. The customer tried to flush the wash cup but the fluid wouldn't drain. A bci field service engineer (fse) visited the site on (B)(4) 2011, and found that this instrument had an excessive amount of free lyte chains which caused buildup in waste and clogging the filters. The fse replaced filter disks in each cup and the issue was resolved. As of 02/22/2011, no further complaint from the customer was filed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from immage 800 immunochemistry system. No injury was reported and there was no effect to patient or user.